Event description:
During use of visionsense vsii stereoscopic endoscope, a microdebrider tool struck the distal tip of the device several times, resulting in noticeable scratches on front lens (surgeon assumed it was "dirt"). The endoscope was pulled out for "dirt" removal. Surgeon tried to aggressively rub the "dirt" off the tip. Immediately after re-insertion of endoscope, the camera (located at the tip of the endoscope) stopped working. Apparently, the striking of the endoscope's tip loosened the lens housing which resulted in a dislodged housing during aggressive manual cleaning. It appears that the lens came off during cleaning as the "dirt" disappeared from the image prior to insertion into the pt. As a result, without the distal window, the camera's electronics became unprotected, liquid penetrated the bore and caused the camera to stop working a few seconds after the surgeon re-used it. The surgery was able to be completed with minimal delay by using a replacement endoscope. The len's stainless steel housing of 3.5mm diameter with its encapsulated glass lens could not be located within the surgical field or in the detritus that was suctioned out during surgery, as of its small size. The pt has been x-rayed and there was no foreign body found (lens housing is stainless steel and is radio opaque). (B)(6).

Manufacturer narrative:
MFR received the device on 06/19/2012 for inspection and further investigation.